Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board and active exhalation control module. The active exhalation control module and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control modue failing was due to the proportional valve. The sensor board was found to operate as designed.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and sensor pca were replaced to address the issue.